Event description:
We received information that this right ventricular (rv) lead was surgically abandoned due to pacing inhibition of less than two seconds caused by oversensed noise. The existing rate-sense segment of the existing defibrillation lead was used no additional adverse patient effects were reported.